Event description:
According to the literature, a case study of a 36-year-old female who underwent a roux-en-y gastric bypass 9 years prior presented with an exceedingly rare iatrogenic diaphragmatic hernia. The defect was closed with v-loc 180 absorbable sutures and reinforced with non-absorbable polypropylene sutures. The patient experienced difficulty breathing and left-sided chest pain four week postoperatively. A chest CT (computed tomography) revealed left pleural effusion, which the author states, could be due to an inflammatory response following diaphragmatic repair. Treatment included two thoracentesis procedures. Strangulated diaphragmatic hernia following roux-en-y gastric bypass: surgical pitfalls and lessons learned. Obesity surgery, volume 35, 2025.

Manufacturer narrative:
Abdelsalam, a., elshal, m., elansary, a., and khaled, a. Strangulated diaphragmatic hernia following roux-en-y gastric bypass: surgical pitfalls and lessons learned. Obesity surgery, volume 35, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.